Event description:
It was reported that during a procedure to treat a complex lesion in the distal right coronary artery (rca) with heavy calcification and mild tortuosity, a non-abbott atherectomy device was used and several passes were made in the rca. A 3.0x15 mm nc trek rx balloon dilatation catheter (bdc) was advanced without resistance and inflated; however, the balloon ruptured at 16 atmospheres and a dissection was noted. The bdc was simply withdrawn fully intact without any issues noted. An unspecified stent was implanted to successfully treat the dissection. There were no adverse patient sequelae and no clinically significant delay in the procedure. Reportedly, there had been no resistance during removal of the protective sheath and the bdc was prepped per the instructions for use without any issues noted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of dissection is a known observed and potential patient effect as listed in the nc trek rx instruction for use. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.